Manufacturer narrative:
During investigation, the cassette height was found to be slightly our of range (high). This was the only parameter noted to be out of specification. The weld stack height being slightly out of tolerance would not result in alarm conditions on a pump that was within operating specification. If the pump was not in operating specification, specifically where the a/d count had drifted below the tolerance specification or the pump door mechanism was damaged, this condition could result in a system retest alarm on a plum 1.6 pump, a door/cassette alarm on plum xl or a cassette alarm on a plum xlm. The returned sample was functionally tested in both a plum 1.6 pump and a plumb xlm pump. The sample primed without difficulty and functioned normally in both pumps with no alarms during system initialization and no alarms during pump operation. The sample was evaluated for free flow at the completion of the system functional testing. Both pumps placed the flow regulator in the closed position when the sample was removed from the pump door, which is the normal condition. No fluid flow was observed from the distal end of the pump set in a gravity configuration with the flow regulator in the closed position.

Event description:
This tubing was primed with epinephrine without difficulty. Plugged into the pt and the pump, and after turning pump on it alarmed "door cassette". The pt's b/p immediately rose to approx. 270/103, and also had an increase in arrhythmias. Tubing was then disconnected from the pt and discovered that the epinephrine was flowing freely on the floor. With the tubing disconnected from the pt, staff tried 2 different pumps and the drug continued to flow freely. Tubing was replaced and the next tubing worked fine in the pump. Pt was monitored closely. B/p and heart rhythm returned to baseline (wnl).